Event description:
On an unknown date, a patient in czech republic underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, the patient experienced ingrowth of the pej tube into the intestinal wall, a bezoar and an ileus. This was diagnosed on a CT scan. The patient was treated with a gastro-jejunal anastomosis.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Intestinal perforation and bezoar are known complications of a peg- j tube placement. H6 code of 4581 was chosen to capture the event of bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.